Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: null, upn: unk-t-internal leads, model: null serial: null, batch: null.

Event description:
It was reported that the patient enrolled in an unknown clinical study underwent a revision procedure to replace two leads that migrated wherein causing patient to experience inadequate pain relief. Patient was noted to be doing well post procedure. Boston scientific has been unable to obtain additional information regarding the model and serial number for the leads to date, despite good faith efforts. Boston scientific subsequently received additional information indicating what study the patient was enrolled in: - boston vb study. Clinical study ID: (B)(4), rec reference (B)(4).